Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. The balloon protector and product mandrel were in place. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and severely calcified left main artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.